Event description:
I filled my phillips respironics dream station 2 (my replacement for the original dream station) CPAP machine with distilled water to the max fill line. I woke up to a burning smell coming through the hose and the water reservoir was completely dry. I had slept for 8 hours.